Event description:
It was reported the patient system was being explanted on (B)(6) 2026 for an unknown reason. During the explant the t12 lead broke and all four of the contacts on the lead remain implanted. Surgical intervention may take place at a later date to address the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.